Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 2 sealed and 1 unsealed 24ga x 0.56in. Insyte-n autoguard units from lot number 4199752. Your report of slow retraction could not be confirmed from the three 24g insyte autoguard units that were provided for investigation. A functional test of the 24g insyte autoguard units from lot #4199752 revealed nothing remarkable. Each needle retracted immediately. No delay was observed when the safety mechanism was activated. A visual and microscopic examination of the complaint samples revealed nothing remarkable. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard the following information was provided by the initial reporter: needle was slow to retract on insyte-n. Describe patient/hcp/user impact: none.